Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to an aneurysm that ruptured external left cylinder layer that occurred one month ago. This caused unequal cylinder inflation with pumping due to fluid loss. A new 18 cm x 12.5 mm ambicor penile prosthesis was implanted the patient outcome following surgery was very good condition so far.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to an aneurysm that ruptured external left cylinder layer that occurred one month ago. This caused unequal cylinder inflation with pumping due to fluid loss. A new 18 cm x 12.5 mm ambicor penile prosthesis was implanted the patient outcome following surgery was very good condition so far.

Manufacturer narrative:
H3 device evaluation the ambicor cylinders and pump were visually inspected. Cylinder 1 had broken fabric threads present and a hole in the inner tube which resulted in a bulge and inability to properly inflate the cylinder. The hole in the inner tube was concluded to be attributed to wear at a fold. Product analysis therefore confirmed a device malfunction with cylinder 1; cylinder 2 performed within specification.